Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product.

Event description:
Patient reported unknown side "leaking implant" and "considering explanation given [patient's] history of two different types of cancer." Device remains implanted.